Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced high blood glucose and customer was alleging for possible under delivery anomaly. Blood glucose level at the time of the incident was 21.6 mmol/l which was treated using insulin pump. Customer¿s current blood glucose value was 33 mmol/l. The user alleged the insulin pump was under delivering insulin as no insulin drops coming out when delivering a bolus. The customer was assisted with performing high pressure test and the test was passed. The reservoir will not be returned for analysis.